Manufacturer narrative:
On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported device code leak/splash, and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. The investigation determined the reported leak appears to be a potential product quality issue. A nonconforming material record/exception was generated to investigate the reported issue in accordance with internal operating procedures. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the right coronary artery (rca). A 20/30 ppak copilot indeflator did not increase in atmospheres and the balloon did not inflate. A new indeflator was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.